Manufacturer narrative:
Catalog number and lot code information could not be identified. The device description was reported as an unknown ceramic head. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that ceramic head fractured.